Manufacturer narrative:
Medivators received a report from chemtrec reporting a user of rapicide pa high level disinfectant (hld) experienced respiratory and migraine exposure symptoms. After ra followed up with the facility supervisor, they confirmed their reprocessing room has twenty or more air exchanges per hour which is above the requirements for adequate air exchange in a reprocessing room. The supervisor confirmed that all employees were given a ventilation mask to help mitigate exposure when working, but none of them are wearing it. The manufacturer safety data sheet (sds) was provided to the facility. The employee sought medical attention and was advised to leave the room throughout their working day to minimize exposure to hld as instructed in the sds. This will continue to be monitored in the medivators complaint handling system.

Event description:
Medivators received a report from chemtrec reporting a user of rapicide pa high level disinfectant (hld) experienced respiratory and migraine exposure symptoms.